Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 24 mcg/day via an implanted pump for intractable spasticity and post spinal cord injury. It was reported a motor stall occurred and was seen at initial interrogation. The patient did not recently have an MRI. It was noted the patient was due for a replacement in (B)(6) 2019 and when the hcp checked the pump it was stalled. The hcp did not know when the motor stall occurred. The hcp decided he would like to permanently shut the pump off and the pump off code was provided. The hcp was able to shut it off and they were weaning the patient off, so they had no withdrawal from the stall. They would plan to do a replacement removal. Patient symptoms were not reported. The event date was asked and unknown. No further complications were reported.